Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the patient left the hospital 2 days post-operation. There were no consequences in regard to the percutaneous pin, nor to the surgery. There was no plan to remove the percutaneous pin.

Event description:
Medtronic received information regarding an imaging system being used during an ortho (tha and tka) procedure. It was reported that  post-incision that the tip of the percutaneous pin was lodge in the patients posterior superior iliac spine (psis). Two points of instrument broke in the end. The perpendicular pin and the distal aspect of the shaft of the percutaneous pin. The procedure was complete. Removal of the patient percutaneous pin was performed. The protruding pin was broken (small perpendicular pin) while using the slap-hammer. Many methods were used to remove the pin. They torqued it out with a t-handle chuck. Unfortunately the distal aspect of the percutaneous pin broke (ie. The x shaped portion of the instrument) and remains in the patient. The site was unable to remove it from the patient. Additionally, removing the perc pin, required excessive force which may have injured the patient. The patient remained with the piece of distal aspect of perc pin. It may require surgery for removal it has not be confirmed at this time.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.